Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for evaluation. A review of the lot history records was performed for the reported packaging and component lots for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2013 a female pt of unk age presented for an endovenous laser treatment on (B)(6) 2013. The procedure was successfully completed with no reported complications or device failures. On (B)(6) 2013 it was reported the pt was experiencing a dvt in the left greater saphenous vein. The pt was treated with medications for this condition. It was reported the dvt was resolved by the medication treatment and the pt is doing well. It was reported the pt suffered no permanent harm or injury due to this event. The reported disposable device is not available for return to the MFR for evaluation as it was disposed of by the user.